Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacemaker's percentage of pacing and other diagnostics were missing. Troubleshooting revealed that the implantable pulse generator (ipg) implant detect feature had not been turned off following the implant procedure. The implant detect feature was then successfully turned off, and the device remains in use. No patient complications have been reported as a result of this event.